Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the coagulation pedal was sticking on the footswitch. The procedure was finished by using the standby button on the footswitch to stop the coagulation function. No additional information was reported.

Manufacturer narrative:
Upon review of the greenlight xps laser console, the reported sticky coagulation footswitch was confirmed by a service engineer. The event of stuck in on position was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Review of the device history record (DHR) found this laser console was installed on 22 november 2016. The onsite service engineer handles the routine preventative maintenance service on this laser console; console service records were not available. The laser console was fully functional with no issues from that time until the reported event date of 13 june 2022. Based on the information provided, there was no evidence that the console was used in a manner inconsistent with the labeling. The most probable cause of this event was traced to component failure. This conclusion was selected, as the reason for the stuck in on position was due to normal usage wear. Being stuck in the on position could be due to worn components or over time dirt has gotten in places that impedes the switch pedal from moving normally. The evidence from the product record review did not identify any potential product quality issue or any new patient harm. It can be concluded at this was due to normal usage wear.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the coagulation pedal was sticking on the footswitch. The procedure was finished by using the standby button on the footswitch to stop the coagulation function. No additional information was reported.